Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and failed to boot up as normal, due to perpetual rebooting. A receiver functional test was performed and failed. Upon starting the unit, the receiver was observed to be perpetually rebooting, but the receiver was opened and the ui pcba was detached to download the reciever log. It was reviewed and no errors were observed related to the complaint. The receiver case was opened for interior inspection and passed. A global receiver communication tool was performed, and failed no audio output. Speaker resistance was measured and passed. The reported event of no audio output was confirmed because there is an indication of no audio output. A root cause is defective speaker assembly causing the receiver to have no audio